Event description:
5/15/92:dx failure of previously placed fixation deviceprocedure: removal of failed system (replacement with intramedullary russell-taylor system). Patient described hearing a snap in her legdevice labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.